Event description:
Info was rec'd that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter states his blood glucose has been very labile for the past month and they could not get them under control despite changing his rate and new vials of insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.